Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of fluid leak is confirmed and was determined to be use related. One 4 fr single lumen groshong PICC with stiffening stylet inserted into the catheter was returned for evaluation. An initial visual observation of the sample showed blood residue inside the catheter and the white flushing hub and on the stylet. A split in the catheter was observed near the 5 cm depth marker. It was also noted that the end of the catheter was closer to the flushing hub than how it is assembled by the manufacturer. A 12ml syringe of water was used to flush the catheter and the leak was confirmed. A microscopic observation revealed a split in the catheter with clean edges and smooth inner surfaces. The catheter was trimmed near the split and then bifurcated in order to inspect the inner surface of the catheter. The inner surface of the split was also smooth and had rounded edges. The split was, for the most-part, straight, but had three angular bends. In order to better examine the samples, the catheter and stylet were cleaned of residue using germicidal ammonium chloride wipes. Closer examination of the internal walls of the catheter revealed shallow indentations at the corners of the split and at the angular bends of the split. The amount and condition of interior damage compared to the exterior and the overall shape of the split, as well as the evidence that the catheter was repositioned on the stylet, indicate that the damage is use related and likely occurred when the stylet was repositioned, causing the stylet to scrape against the interior wall of the catheter. A lot history review (lhr) of rezi1743 showed no other similar product complaint(s) from this lot number.

Event description:
It was alleged that during flushing, prior to insertion, the catheter leaked. On (B)(6) 2016 - returned samples revealed blood in the catheter, indicating use on a patient. The returned catheter contained the inlaid stylet and leaked at the 5cm depth mark. It was reported the leak occurred during flushing, suggesting the leak was subcutaneous to the patient. The presence of the inlaid stylet confirms the procedure was not complete at the time of the event.